Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant procedure. A fluoroscopy was performed and it was noted that the right ventricular lead had externalized conductors. No intervention was performed and the patient experienced no consequences.